Event description:
Caller reported damage to the pump housing, specifically at the usb port and pins, affecting the ability to charge the pump, but the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) arranged for a replacement pump to be sent to the customer, with updated software and training available in their tandem source account. The customer was instructed to return the damaged pump to tandem using a provided pre-paid label within 10 days. The caller understood and acknowledged all instructions.